Event description:
It was reported that there was a pump volume discrepancy. More volume was obtained than expected (exact amounts not reported). The patient experienced lack of effect and increased pain. The report indicates that diagnostic testing was done and "everything was working right". The pump was used to delivery morphine 3.001 mg/day. The hcp reported the patient outcome as no injury.